Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that battery in insulin pump died but did not alert of vibrate when battery was low. Customer's blood glucose at the time of event was 50 mg/dl. Insulin pump worked after battery change. Customer reported that the beep mode was on and vibrate mode was off but insulin pump normally beeped and vibrated. Self-test was performed and customer stated that insulin pump vibrated during vibrate test. Customer also reported of receiving a motor error alarm during bolus delivery. Customer's blood glucose was 380 mg/dl which was treated with manual injection. During troubleshooting, customer reported that insulin pump was able to rewind. Insulin pump also passed the displacement test and self-test. After doing functional check, customer was advised that insulin pump was working as designed.